Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. This device was more than 7 years old at the time of the reported event. Conclusion: the plausible root cause can be "normal wear based on age of the device" or "misalignment during the insertion.

Event description:
It was reported that; doctor was inserting a trial in an anterior lumbar disc space. As he was malleting the trial into the space, the trial handle broke off from the trial. He was able to remove the trail with another inserter handle. There was a delay of about 5 minutes.

Event description:
Doctor was inserting a trial in an anterior lumbar disc space. As he was malleting the trial into the space, the trial handle broke off from the trial. He was able to remove the trail with another inserter handle. There was a delay of about 5 minutes.